Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Additionally, it was reported that the needle could not be inserted into the cartridge. Customer changed the needle and cartridge to resolve the issue. Customer¿s blood glucose was 140 mg/dl.